Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of our devices ¿ x-ten surgical light. The seal detached. No injury has been reported due to mentioned issue however we decided to report it in abundance of caution as detachment of any parts may lead to contamination of sterile field.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The correction of h4 device manufacture date deems required. This is based on the internal evaluation of available data. Previous h4 device manufacture date 2007-06-01. Corrected h4 device manufacture date 2006-10-26.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our devices ¿ x-ten surgical light. The seal detached. No injury has been reported due to mentioned issue, however, we decided to report it in abundance of caution as detachment of any parts may lead to contamination of sterile field. It was established that when the event occurred, the light head did not meet its specification as seal detachment could be considered as technical deficiency and it contributed to the event. There is no information if at the time when the event occurred the device was not being used for the patient treatment. By design, the peripheral seal is caught between the cover and the underside, and cannot come off by itself. An abnormal use is probably the cause of the partial removal. In case of detachment on one side, the seal remains attached to the light head and cannot fall. This defect is visually detectable during the daily inspection performed by the users before any surgical procedure. To prevent similar incident, it is recommended to respect the inspections mentioned in the user manual: to check the presence of paint chip, impact marks or other damage. To check condition of the light head seals. Given the circumstances and the fact that there is no apparent trend in the complaints we shall continue to monitor for any further events of this nature and do not propose any further action at this time.